Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but grommet damage was noted.

Event description:
It was reported that during the implant procedure, there was unidentified oversensing. The device and atrial lead were removed and it was judged that the oversensing was due to a bad connection, because the atrial lead had no abnormality. The physician tried to redo the connection but the wrench was not able to engage the setscrew. The device was not used. No patient complications have been reported as a result of this event.